Manufacturer narrative:
(B)(4). The insulin pump passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Analysis was unable to complete functional test due to missing retainer. The pump communicated properly with sensor glucose and blood glucose meter. Sensor and meter transfer proper readings into unit. No anomalies noted. A minor scratched lcd window, missing retainer, broken reservoir tube lip and missing reservoir tube o-ring were noted during inspection.

Event description:
Customer reported via phone call that they were experiencing high blood glucose levels. Blood glucose level at the time of incident was 325 mg/dl. The customer also indicated their pump had cosmetic damage around the reservoir. Troubleshooting was performed and the device will be returned for analysis.